Event description:
On (B)(6) 2009, isi received a complaint related to the below report and on (B)(6), 2009, user facility medwatch report (B)(4) was received with additional info, this is a reportable event. It was reported that during a da vinci prostatectomy procedure, the site experienced a non-recoverable error code #20008. With the assistance of an isi technical support engineer (tse), the site exercised the right master tool manipulator (mtmr) on the surgeon side console, however, the issue persisted. The tse instructed the site to undock, emergency power off and restart the system, however, system error code #212 appeared. The site exercised the mtmr for a second time, but was unable to recover from the error code #212. The pt was under anesthesia and the port placements were made when the surgeon decided to convert to open surgical techniques. No pt harm, injury or complications were reported. It was reported that the pt spent one day in the ICU due to blood loss and the length of the procedure. As of (B)(6) 2009, the pt was reported as doing well and has not returned to the hospital due to any post operative complications.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes #20008 and #212 were associated with the right master tool manipulator. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #20008 appears when the da vinci safety system determines that the angular positon of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specific tolerance for agreement. Upon determining this condition, the safety systems put davinci in a "recoverable safe state." System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Since the motor's velocity is a component of the expected voltage calculation, this error can be caused by a faulty encoder. The mtmr was returned to isi for failure analysis investigation. Engineering eval found no issues with the mtmr; however, as a precaution, the potentiometer and motor were replaced. As of january 6, 2010 there have been no reported recurrences of the issue at this hospital.